Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose level dropped to 27 mg/dl and lost consciousness. The customer's husband tried giving customer glucose tablets and orange juice, but the customer was unable to consume due to the losing consciousness. The customer was taken to the emergency room where they received potassium, magnesium, and saline IV. Customer was released later the same day. Technical support advised the caller to always follow prompts on the pump screen to prevent such occurrences, and the caller acknowledged the advice.